Event description:
The customer claims that during use of the IV catheter set, 2n3374, a leak was noticed. There was no patient injury and no medical intervention was required. Information regarding the exact date that this report was discovered, medication involved and patient information was requested but none was provided.

Manufacturer narrative:
The sample was received and is awaiting an evaluation. A follow up report will be submitted upon completion of testing or if additional information is obtained. This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product code for the reported issue.